Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat overactive bladder and vaginal prolapse. It was reported that the patient had the concurrent procedures of cystoscopy, anterior colporrhaphy, paravaginal repair and iliococcygeal vault suspension performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced leaking urine.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, urinary/bowel problems, recurrence, dyspareunia and other issues. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a cystoscopy on (B)(6) 2013 due to pain, dysuria, nocturia, dyspareunia, urinary urgency, frequency, urge incontinence, leakage, constipation, mixed incontinence and graft malfunction. It was reported that the patient underwent posterior colporrhaphy, right para rectal space dissection, excision of right arm of transobturator tape and laparoscopy with tubal perfusion on (B)(6) 2015 due to dyspareunia, dyschezia, pelvic pain and recurring rectocele.